Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the hospital. Upon interrogation, it was noted that the atrial lead exhibited episodes of loss of sensing and loss of capture. During the replacement procedure, it was noted that the atrial exhibited appropriate sensing and continued to exhibit loss of capture. The atrial lead remains implanted. The patient was in stable condition and will continue to be monitored.